Manufacturer narrative:
Return qty. 1, 23331, 30k fsi-sli-10s-kk, 00109231 bul. 30k test method / gp005-wi02 , inductance: gauge ID# (B)(4) due: 11/30/2024 result 0.00, meets spec does not meet spec n/a , tip condition: - meets spec does not meet spec n/a, stack condition meets spec does not meet spec n/a, tested on: g130 gage ID# (B)(4) due date: 03/31/24 set pressure: 35 psi, water flow: output rate: 35 psi - meets spec does not meet spec n/a spray pattern: - meets spec does not meet spec n/a, water leak: hp sealing ring proximal ring distal ring, seam leak n/a vibration: - meets spec does not meet spec n/a grip condition: meets spec does not meet spec n/a other visual observation: insert laminate stack is bent. Insert was tested on a digital thermometer i.d.#(B)(6). Due date:09/30/2024. The temperature was 82.1°f, no fault found. The specifications state the temperature is not to exceed 118.4°f. (Per frs-9175). Alleged event: confirmed - not confirmed.

Event description:
While the customer was using a 30k fsi-sli-10s insert,pkd, they allege that "insert overheats". No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.